Manufacturer narrative:
External insulation abrasion was found at 12.6-12.8cm, 13.5- 13.7cm, 15.5-15.7cm, 17.0-17.2cm, 20.0-20.4cm, and 22.1- 23.8cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasions were found at 9.4-11.0cm, and 15.5-16.6cm from the helix, consistent with lead friction to another device. The etfe coating was intact at these locations. External insulation abrasion was found at 20.0-20.4cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.

Event description:
It was reported that the patient presented in-clinic for follow-up. Externalized conductors were noted via x-ray. No electrical anomalies were detected. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.